Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via 24 hour helpline inbox that customer was hospital in (B)(6) 2015. It was reported that customer was not aware that insulin pump was not delivering and did not receive a no delivery alarm. Customer was hospitalized for four days with diabetic ketoacidosis. Customer does not want a follow up call.